Manufacturer narrative:
The additional information related to auto mode has been received. The updated information has been provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The auto mode feature was not active at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl and 76 mg/dl. Customer received calibration not accepted alert and did not receive sensor updating alert. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.